Manufacturer narrative:
Product analysis: analysis was able to confirm the reported calibration issue with the stylus; the stylus was misaligned with the cursor on the screen. Analysis also noted error codes were present in the device log files. The printed circuit board (pcb) for the display was replaced, the stylus was calibrated, and the software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with the display screen. It was further reported that the programmer display turned black and there was a calibration problem with the stylus despite the stylus being changed. The programmer was returned for service. There was no patient involvement.